Manufacturer narrative:
Final evaluation was not performed because the product was not returned to manufacturer to analysis. Fracture in the threaded area of the abutment is typically caused by screw loosening followed by fatigue failure from repeated mastication cycles. Screws typically come loose due to either an inadequate application of torque at placement or lack of maintenance. Zest recommends most abutments be tightened to 30 ncm or the level indicated by the implant manufacturer. The final application of torque should always be completed by using a calibrated torque indicator and failure to do so can lead to screw loosening and eventual failure. Screw loosening can also be addressed by retightening abutments during routine maintenance appointments which can help reduce the likelihood of screw fracture.

Event description:
Clinician indicated fracture of abutment screw. The abutment remains are inside the implant. The clinician tried 3 times and still not able to remove the fractured part from the implant. The clinician mentioned the tool that we sent to her was not working to get the part out. The implant may have to be removed in the future as a result.

Manufacturer narrative:
Final evaluation was not performed because the product was not returned to manufacturer to analysis. Fracture in the threaded area of the abutment is typically caused by screw loosening followed by fatigue failure from repeated mastication cycles. Screws typically come loose due to either an inadequate application of torque at placement or lack of maintenance. Zest recommends most abutments be tightened to 30 ncm or the level indicated by the implant manufacturer. The final application of torque should always be completed by using a calibrated torque indicator and failure to do so can lead to screw loosening and eventual failure. Screw loosening can also be addressed by retightening abutments during routine maintenance appointments which can help reduce the likelihood of screw fracture.

Event description:
Clinician indicated fracture of abutment screw. The abutment remains are inside the implant. The clinician tried 3 times and still not able to remove the fractured part from the implant. The clinician mentioned the tool that we sent to her was not working to get the part out. The implant may have to be removed in the future as a result.